Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, the implantable cardioverter defibrillator exhibited non-sustained rv oversensing due to intermittent post-paced t-wave oversensing. No programming modifications to the device have been reported. The patient¿s condition was stable.